Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause was failure to follow the instructions for use (IFU) due to use of equipment not recommended in the IFU.

Manufacturer narrative:
This is a combination product the problem was resolved with the assistance of olympus technical support via phone. To resolve the problem, the user was directed to adjust the dvi output aspect ratio and attributed the likely cause to a setting-related issue with the non-olympus monitor. Additional information was obtained from the reporter that the user facility isolated the cause of the problem to non-olympus equipment and the issue was resolved by a 3rd party that installed the equipment.

Event description:
Olympus was informed of a report that no image was obtained from the dvi connection going to a non-olympus, consumer grade monitor. The problem, as reported to olympus, occurred during installation/testing of the equipment.